Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: biological debris was noted inside the valve casing. The valve was hydrated for about 36 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and it passed, no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 160mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832, with lot ctbbyy, conformed to the specifications when released to stock in 6th february 2015. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6). The patient had accepted v-p shunt 14 years ago. The patient was hospitalized due to headache on (B)(6) 2016. It was diagnosed that patient had right neck mass before surgery. The surgeon did revision surgery on (B)(6) 2016. During procedure it was noted many clots. The surgeon was concerned that valve was occluded by clots. Changed the new valve to complete. Now the patient is fine